Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the shop at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested checking the caster support. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the brake casters to resolve the issue. Based on this information, no further action is required.